Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound (eus) gastro-entero-anastomosis procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to open, even though the handle was fully advanced to position 2. Reportedly, the procedure had to be prematurely interrupted, and corrective closure was performed by the physician (including closure of the gastric orifice and an attempt to locate and close the jejunal orifice). The procedure was cancelled, and the stent was subsequently removed using retrieval forceps. Upon removal, it was noted that the stent was partially deployed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to be placed for a gastro-enteroanastomosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastro-enteroanastomosis.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf impact code f1001 captures the reportable event of the cancellation procedure. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf impact code f1001 captures the reportable event of the cancellation procedure. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastrically during an endoscopic ultrasound (eus) gastro enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to open, even though the handle was fully advanced to position 2. Reportedly, the procedure had to be prematurely interrupted, and corrective closure was performed by the physician (including closure of the gastric orifice and an attempt to locate and close the jejunal orifice). The procedure was cancelled, and the stent was subsequently removed using retrieval forceps. Upon removal, it was noted that the stent was partially deployed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to be placed for a gastro-enteroanastomosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastro enteroanastomosis.